Event description:
It was reported that the bd phaseal¿ optima injector n35-o separated from luer mating component. The following was translated from japanese to english: this report is about disconnection. The connection part came off when preparing saline solution.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector n35-o separated from luer mating component. The following was translated from japanese to english: this report is about disconnection. The connection part came off when preparing saline solution.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality team for investigation. The product was visually inspected and the connector was observed to be disconnected from the spike. There was traces of solvent observed on the c35 connector pieces, however, it was noted to be an insufficient amount, resulting in improper assembly which caused the pieces to disconnect. A device history review was performed for reported lot 2203206, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were found. Retained samples from the same lot were used for additional evaluation. All product was inspected and the connector was verified to be securely connected to the spike. Although we could not identify a direct issue, it was determined this incident was likely related to a failure in the dispenser that doses the solvent, resulting in the improper assembly of the connector onto the spike. A project has been initiated to further investigate and prevent any reoccurrence of this issue. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.